Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during surgical procedure at the time of placement of cuff, a urethra tear occurred during dissection by the surgeon. There was no issue with the cuff. The pressure regulating balloon (prb) and pump were implanted. The deactivation plug was used in the pump tubing for a future cuff. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during surgical procedure at the time of placement of cuff, a urethra tear occurred. The pressure regulating balloon (prb) and pump were implanted. The deactivation plug was used in the pump tubing for a future cuff. There were no further patient complications.